Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: recharger. Product ID: 97754, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4). (B)(4).

Event description:
The manufacturing representative (rep) had reported less therapeutic effect than trial. There was less coverage of pain in right low back. X-ray imaging showed no lead migration. A revision was discussed for the future. The patient has a scoliotic back and lead placement was challenging. Additional information received from the representative reported that the patient had a lead revision planned for (B)(6) 2015. It was noted that the leads were in the "gutter likely migration." Indication for use included non-malignant pain and degenerative disc disease.